Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 475 mg/dl and their sensor glucose read 395 mg/dl. The customer also reported bent sensor cannulas on their past sensors. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.